Event description:
It was reported the device made a grinding noise when powered on.

Manufacturer narrative:
Other text: device evaluation: one level 1 trauma fast flow system was returned for analysis. Visual inspection performed, and product found to be in good condition with no physical damage. Visual inspection and powered on of the device were performed. The customer reported issue could not be duplicated. According to the investigation, the device was powered on and exhibited no grinding sound. Investigator?s removed back panel for further investigations and visually inspected all components and found crack return tube and float switch, but not related to reported problem. The reported that the device has idled for 3 hours and no grinding sound. The investigation could not confirm customer reported problem. According to the investigation, the no fault found no action required.